Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip broke and leaked on 3 occasions during use. The following information was provided by the initial reporter: it was reported that the bd 50ml syringes leaking and breaking. The leaking occurred around the stopper. It leaked into the barrel of the syringe. The syringe broke at the luer lock of the syringe.